Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 3.0x20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the struts were bunched, overlapping and distorted. The stent moved proximally on the balloon over the proximal bond and into the outer area. This type of damage is consistent with the stent encountering resistance when advancing the device. The balloon cone profiles were reviewed and found balloon wings on the distal end were not tightly wrapped, positive pressure had been applied to the balloon. It was not possible to review the proximal balloon profile as it was covered by the stent. A visual and tactile examination found several hypotube kinks along catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00x20mm promus element (tm) drug-eluting stent was advanced but failed to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However returned device analysis revealed stent damage and moved on balloon.